Event description:
The customer observed falsely elevated carbon dioxide results on alinity c processing module for multiple patients. The results provided were: on (B)(6) 2021 sid (B)(6) co2=32 mmol/l /repeated=30 mmol/l. On (B)(6) 2021 sid (B)(6) co2=37 mmol/l/repeated=33 mmol/l. Laboratory normal reference range 1-4 years= 14 to 24 mmol/l; 5-17 years=17 to 28 mmol/l; 18-60 years=23 to 29 mmol/l; >60 years= 23 to 31 mmol/l.there was no reported impact to patient management.

Manufacturer narrative:
This follow-up submission being send to cross reference (B)(4) for likely cause list number alinity c processing module, list number 03r67-01, and therefore further information will be provided under this product.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Abbott field service (fsr) determined alnty c-series reagent (04s49-01) the likely cause of the issue and replaced the part, which resolved the issue. There were no additional discrepant results reported on the alinity c, serial number ac01935. A review of the alinity ac01935 instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alnty c-series reagent associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alnty c-series reagent (ln 04s49-01). A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(4), or the alnty c-series reagent (ln 04s49-01).